Manufacturer narrative:
The insulin pump alarmed prime during prime due to faulty force sensor. The insulin pump received with broken battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a loose drive support disk. The blood glucose reading was 133 mg/dl. The customer reverted to an alternate method of treatment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.